Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v577515, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. (B)(4) pertain to the lead (v577515). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that high impedances were found on the lead which resulted in a lack of efficacy and a reprogram. It was indicated that the patient was not feeling stimulation despite turning the stimulation up higher. An impedance check was done by the nurse manager and it was found that there were impedances on all electrodes except c,0;c,1. The stimulation was not working for the patient, so they were booked for a lead/battery revision. It was indicated that there were no environmental, external, or patient factors that the patient could recall. Impedances and reprogramming were performed by the office manager but the patient stated that it was still not working well. It was indicated that the lead was tested for motor responses intraoperatively and the motor responses were good. The implantable neurostimulator (ins) was indicated to have 36-70% battery life at explant. A new ins was used and the same impedances were present, so the hcp made the call at that point to replace the lead and give the patient a new system. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
Analysis of the lead model 3093-28 lot # v577515 showed conductor #2 was broken 5.4 cm from the distal end and that conductor #3 was broken 2.4 cm from the distal end at electrode #3 weld site. The conductor coils were stretched and crushed 22 cm from the distal end. There were suspected tool marks on the outer insulation 6.2 cm from the distal end. It was noted the outer insulation was broken at the distal marker band due to overstress/damage. The insulation was also broken/torn under electrode #3. Electrical testing showed circuit #3 was open, circuit #2 was intermittent, and the continuity on circuits #0 and 1 was acceptable. No shorts were seen between circuits. If information is provided in the future, a supplemental report will be issued.